Event description:
The event is reported as: circuit was not passing ventilator leak tests. The customer reported the tubing around the water trap not glued, and the tubing around the wye on expiratory limb not glued. No patient injury reported.

Manufacturer narrative:
Product has been received by manufacturer, but investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.